Event description:
Customer reported collimator too large error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the softare. System operates as intended. (B) (4).